Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. The clinician at the hospital reported that while the pt was at home reading, he suddenly was not feeling well. The patient's family called 911 and the pt was brought to the hospital. It was reported that the pt expired soon thereafter. The cause of death was unk and no suspected problems with the equipment were noted. No other information was provided.